Manufacturer narrative:
The r series unit and electrodes were returned to zoll medical canada for evaluation. Visual inspection of the returned electrodes showed debris and singed foam on the sternum pad, with strands of patient hair on the electrodes, indicating inadequate skin preparation. Activity logs confirmed multiple "poor pad contact" alerts, high patient impedance reading (87.3-203 ohms), and reduced energy delivery. Device testing, including shock, sync, and impedance calibration, passed without issue. Retain sample evaluation of the pads from lot 3125 also met specification. Sparking/arcing can occur when impedance is high due to factors such as poor coupling, incorrect pad placement, excessive hair, or insufficient skin prep. Evidence suggests poor couplng was a factor along with the fact that the device was used in an oxygen enriched enviroment. The instructions for use for the onestep basic electrodes (r2015-12, rev. J) provide directions for proper skin prep and electrode application as well as a warning that excessive hair or air under the electrodes can lead to the possibility of arcing and skin burns. The IFU and the r series operators guide (9650-0912-01 rev. Ya) also warn against the use of the electrodes in the presence of an oxygen-rich environment or other flammable agents might cause risk of explosion. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the attached electrodes sparked causing a fire with the oxygen supply. The patient received burns of an unknown degree to their face and chest. A clinician contining resuscitation efforts on the patient received burns of an unknown degree to their hands. Complainant indicated that the patient subsequently expired; however, the clinician believes it was a result of the patient's admission diagnosis and not the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.